Event description:
It was reported that during a percutaneous coronary intervention, a shaft break, balloon rupture and vessel dissection occurred. The patient presented to the hospital and was referred for coronary intervention which revealed 3 lesions in the right coronary artery (rca) and one in the left ascending artery (lad). The rca was "heavily calcified" and there was a lot of difficulty getting the guide catheter, guide wires, balloons and stents in place. A 1.50mm x 20mm emerge push was advanced and placed distally to treat the target lesion. Upon inflation at 16 atmospheres, the balloon ruptured. When they came down to remove the balloon, the distal end of the whole balloon catheter became separated and was left in the rca. On inspection of the catheter while coiling it up, it was noted that the distal end of the balloon catheter all the way back to the wire exit lumen of the lock exchange portion of the catheter which was about 7 inches length was missing. The distal marker was noted on fluoroscopy to still be present in the rca. A second wire was then inserted and ¿twisted¿ around the existing wire and balloon fragment. It was pulled back into the guide and the entire unit was removed. Once outside the body, the balloon fragment and the catheter was measured to make sure the entire unit was accounted for. The rca was visualized again and was noted to have a dissection. An unspecified stent was deployed proximally to resolve the dissection but the flow did not improve. An intra-aortic balloon pump (iapb) was inserted and the patient was sent for emergency coronary artery bypass graft (CABG). The procedure was not completed due to another reason. Patient was reported hemodynamically stable, without any EKG changes and with normal blood pressure values.

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break, balloon rupture and vessel dissection occurred. The patient presented to the hospital and was referred for coronary intervention which revealed 3 lesions in the right coronary artery (rca) and one in the left ascending artery (lad). The rca was "heavily calcified" and there was a lot of difficulty getting the guide catheter, guide wires, balloons and stents in place. A 1.50mm x 20mm emerge push was advanced and placed distally to treat the target lesion. Upon inflation at 16 atmospheres, the balloon ruptured. When they came down to remove the balloon, the distal end of the whole balloon catheter became separated and was left in the rca. On inspection of the catheter while coiling it up, it was noted that the distal end of the balloon catheter all the way back to the wire exit lumen of the lock exchange portion of the catheter which was about 7 inches length was missing. The distal marker was noted on fluoroscopy to still be present in the rca. A second wire was then inserted and ¿twisted¿ around the existing wire and balloon fragment. It was pulled back into the guide and the entire unit was removed. Once outside the body, the balloon fragment and the catheter was measured to make sure the entire unit was accounted for. The rca was visualized again and was noted to have a dissection. An unspecified stent was deployed proximally to resolve the dissection but the flow did not improve. An intra-aortic balloon pump (iapb) was inserted and the patient was sent for emergency coronary artery bypass graft (CABG). The procedure was not completed due to another reason. Patient was reported hemodynamically stable, without any EKG changes and with normal blood pressure values.

Manufacturer narrative:
Device evaluated by manufacturer: the emerge catheter was received inside an emerge shelf box that matched the information on the device. The tip was damaged. The distal balloon cone was bunched-up. There was a complete circumferential balloon tear 13mm from the proximal balloon bond. The inner shaft was separated 13 mm from the guidewire exit notch. The fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to detached balloon and shaft components. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the rated balloon burst pressure." (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed(B)(4).